Manufacturer narrative:
Event date is estimated. Further information requested (weight) but not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 1627487-2020-48241, manufacturer report number: 1627487-2020-48243. It was reported patient experienced ineffective therapy. Surgical intervention was undertaken wherein the scs system was explanted.